Event description:
It was reported that @ 154,818 joules of use and 16:43 minutes; fiber tip malfunction was observed. The procedure was completed using a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and the metal cap are detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; the glass cap shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; the fiber proximal to fracture can freely rotate; the outer flow tubing open end exhibits scratches. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4)..